Manufacturer narrative:
On 3/15/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate generator, model # m-4900-07, s/n: (B)(4), smartablate pump, model # m-4900-08, s/n: (B)(4), quadrapolar catheter, model # d-1079-323-s, lot # 17544018m, bidirectional cs catheter, model # d-1263-07-s, lot # 17620876m. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered a heart block av third degree requiring temporary pacing. Patient was scheduled to receive a permanent pacemaker if effective av conduction did not resume. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered a heart block av third degree requiring temporary pacing. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.